Event description:
Boston scientific received information that during an epicardial lead implant procedure, the device went into safety core during electrocautery. The device provided a shock and then began to beep. As a result, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Information was later received that the shock provided was inappropriate as the shock function had been programmed off.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Analysis revealed the fice system faults occurred during the revision procedure. It is unknown if electrocautery was being applied near the device site during surgery, as this could have caused all the faults to have occurred. The device was successfully programmed into normal operation and was confirmed to have operated as expected.

Manufacturer narrative:
Additional analysis information was provided that the device entered safety core, safety therapy mode, as three faults occurred. As a result of this mode, the device defaulted to shock therapy at maximum energy and maximum pacing on the rv pacing channel. This was normal device function after the device had gone through a reset.